Manufacturer narrative:
Sample from the patient was provided for investigation. Initial investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii). The customer provided the sample for investigation. Of the data provided, erroneous ft3 iii and ft4 ii results were identified between the customer's cobas 8000 e 602 module, a cobas 6000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The initial erroneous results from the customer were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results. No adverse event occurred. The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 ii reagent lot number used at the investigation site was 168540 with an expiration date of 07/2017. The serial number for the customer's e602 module is not known.